Event description:
It was reported that during an ion endoluminal lung biopsy procedure, a pneumothorax was identified post-procedurally. As a result, a chest tube was placed, and the patient required hospitalization. On (B)(6) 2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the physician: the ion endoluminal lung biopsy procedure was not recorded on video. No malfunction of an ion system, instrument, or accessory occurred during the procedure. The pneumothorax was identified post-procedurally and was ¿moderate¿ in size. The physician does not believe the ion system caused or contributed to the pneumothorax. The pneumothorax grew in size over time. According to the physician, a trial of 100% fio2 failed. The patient exhibited with symptoms of shortness of breath and chest pain. The patient did not become hemodynamically unstable at any time after the pneumothorax was identified. After the chest tube was placed, no additional medical intervention was administered. The patient was hospitalized for 1 day and then discharged. The patient¿s status was noted as ¿stable¿, and the patient was going on to get treatment.

Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no instrument or accessory would be returned for evaluation. Should additional information become available, a supplemental MDR will be submitted. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Verification of the event details cannot be performed via system logs because system logs do not exist (ion systems do not have onsite connectivity at this time). No video/images were provided by the customer to isi for review. This complaint is being reported due to the following conclusion: it was reported that during an ion endoluminal lung biopsy procedure, a pneumothorax was identified post-procedurally. As a result, a chest tube was placed, and the patient required hospitalization for 1 day.